Event description:
Boston scientific received information that this left ventricular (lv) lead was discovered and confirmed via xray to be dislodged. A revision procedure was performed and the lead was successfully repositioned. Later, the patient was presented to the ER with a syncopal episode and symptoms of shortness of breath, fatigue, dizziness, elevated troponin and elevated potassium. The patient was admitted to the hospital, where intravenous medication was delivered. The patient was then later discharged. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.